Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 2-nov-2020 and 1-feb-2021 recorded the rv shock impedance initially at 80 ohms, before in the middle of november 2020, the impedance started to fluctuate between 70 and 85 ohms with 4 intermittent drops to less than 25 ohms till the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the ff channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the out of range shock impedance. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 68 months after the implantation a low shock impedance below 25 ohms was detected. The lead remains implanted.